Manufacturer narrative:
(B)(4). The customer reported that at the end of charge it freezes. There was no pt involvement. The customer localized the issue to the capacitor assembly.

Event description:
The customer reported that at the end of charge it freezes. There was no pt involvement.